Event description:
It was reported that during a subacromial decompression procedure using an ambient super turbovac 90 ifs wand, an electrode detached from the tip of the wand while in the surgical site. The site was flushed but the electrode was not found or retrieved. The procedure was completed with a back up wand, without significant delay. There were no reported patient complications resulting from this event.